Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently left the saline line open when starting treatment. The user's guide provides adequate instructions for pt connections at the start of treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator inadvertently left the saline line open when starting treatment. Rinseback was not completed due to the amount of saline and air in the system, resulting in an estimated blood loss of 190cc. No medical intervention was required.